Event description:
It was reported to the manufacturer that the vns patient's device showed high lead impedance during diagnostic testing. There was no trauma or manipulation to the device site. It was also indicated that the patient has been experiencing a decrease in quality of life as a result of loss of therapy from the high lead impedance event. Patient is being scheduled for generator replacement surgery. X-rays were received and reviewed by the manufacturer. No obvious anomalies were identified which could be contributing to the reported high lead impedance event.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.